Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at 2pm, he alleged obtaining an inaccurate high result of "8.8 mmol/l" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated he manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food and/or drink in response to the inaccurate high readings on (B)(6) 2016 a little after 2pm. The patient claims he developed symptoms of "shaky" approximately 3 hours after the product issue. The patent alleged self-treatment with food and/or drink on (B)(6) 2016 just after 2pm. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.